Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker inhibited pacing for an unknown duration secondary to oversensed noise on a competitor right ventricular (rv) lead that resulted in a syncopal episode causing the patient to fall; the patient was subsequently hospitalized. During follow-up in hospital the physician observed a number of episodes for noise that also resulted in pacing inhibition. The physician reprogrammed the device from vvi to voo mode. It was noted that both the ventricular tachycardia (vt) and ventricular sense (vs) electrogram markers were not true depolarizations but ventricular pace (vp) markers did signify depolarization as verified via external electrocardiogram (egm). Manipulating the device within the pocket resulted in the noise disappearing with only vp markers shown on the egm. Pacing mode was changed to bipolar and outputs were increased to provide an additional safety margin. Boston scientific technical services (ts) reviewed device data and discussed possible causes and provided suggestions for additional system evaluation. Information was later received indicating the competitor lead was tested via pacing system analyzer and noise confirmed. Additionally its connection to the device header was verified secure at revision. No additional adverse patient effects were reported. This device remains in service.